Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon leak occurred. The target lesion was located in the artery below the knee. A 2.5mm x 100mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion but the balloon got scratched and the contrast leaked from the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.